Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced. There has been no other similar events for the reported sterile lot. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 5552-l-350; tritanium patella-asymmetric; lot# u2ya1 cat# 5517f602; triathlon p/a cr beaded #6r; lot# c6asu cat# 5536b700; tritanium bplate triathlon s7; lot# ctd96349 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right total knee revision/I&d. The revision today was secondary to infection. The insert was removed to make room to washout then a new insert was placed. No further information is available from the surgeon or hospital.